Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation revealed stage I fatigue in sem image seems to confirm that the component was under repeated loading, which would be the cause for the stem fracture. The final fast rupture was induced by overload as indicated by the evidence of ductile dimples located near the medial side of the stem. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision because of breakage of the stem in (B)(4) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.